Event description:
As reported by an edwards lifesciences affiliate, approximately 3 years and 4 months post implantation of a 26mm sapien 3 valve in a pre-existing mitral valve, the valve was reported as ''fail'' with potential halt.

Manufacturer narrative:
Investigation is underway. H3 other text : n/a.

Manufacturer narrative:
The valve was remains implanted; therefore, could not be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. The reported event was unable to be confirmed due to insufficient medical records. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, a 26mm sapien 3 valve in a pre-existing mitral valve, the valve was reported as "fail" with potential halt. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.